Event description:
Info received from affiliate indicated a pt developed an infection while wearing surevue lenses. The infection occurred in 2003. The affiliate indicated that serratia marcescens was cultured from the eye. The pt received treatment and "has recovered health for their left eye." The affiliate reported that additional info regarding this injury is not expected. The parameters of the returned lens, which was returned in a vial, were measured and a visual inspection was performed. The lens met co standards for diameter, base curve and center thickness. No visual attributes were observed on the lens. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.